Event description:
Events of right side "swelling in right breast, fluid surrounding implant within capsule" and right side "primary effusion lymphoma" reported for one pt from journal article "reported events of first report of nodal marginal zone b cell lymphoma associated with breast implants," published in plastic and reconstructive surgery march 2012, vol 129, number 3; pg 576e-578e.